Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation; therefore, device analysis could not be performed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the base of the balloon became torn off. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During preparation, the blue folding cap was noted to be hard to remove and became torn off from the base of the balloon. The device was then replaced with another of the same to complete the procedure. There were no patient complications reported.